Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted due to a high sensing integrity counter (sic), multiple high rate non-sustained eposides with visible noise and oversensing. Detections were programmed off. The lead remains in use. No patient complications have been reported as a result of this event.